Event description:
Spontaneous. Pt (patient) reported that pump is not pushing the medication at all; it has been an hour (the black is clicking but not moving the syringe). Manually pushing tried but unable to do (removed the tubing and not able to complete or push). Uncomfortable to complete the infusion. Pt is needing a new pump and 20gm (hizentra); wasted dose. Rph advised that will send a new pump /20gm replacement due to faulty pump. (B)(6) 2024 missed the infusion. Rph (registered pharmacist) will report to md (medical doctor) office. No adverse event reported. Pump available for return. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.